Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via 2017 (B)(6) conference. It was reported that the burr became stuck in lesion and vessel perforation occurred. The severely tortuous and severely calcified target lesion was located in the mid left anterior descending artery(lad). A 1.75 mm rotalink¿ plus was selected for use. During procedure, ablation was performed at 160,000 rpm; however, the burr became stuck in the lesion. Subsequently, perforation was noted possibly due to the hardening of the vessel near the bypass anastomosis part. Pseudoaneurysm was also noted at the perforated vessel. The physician then attempted to manually pull the burr by engaging a guide catheter deeply and hemostasis was done with an unspecified balloon. No further patient complications were reported.